Event description:
It was reported that the arctic sun device was failing calibration for error 1 (pre warm bypass flow error). Mss discussed that this was indicative of a circulation pump failure . The customer requested a quote for the 2000 hours service package. As per follow up information received on 06may2022, there was no patient involvement as the event was found during calibration. As per sample evaluation results received on 01jun2022, the device was primed to fill . During decontamination, the transducer had failed . The technical support installed a test transducer and pressure transducer was reading between -0.9psi and -4.0 psi with the circulation pump off. During decontamination, the circulation pump became weak, and noisy and test circulation pump was installed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for error 1 (pre warm bypass flow error). Mss discussed that this was indicative of a circulation pump failure . The customer requested a quote for the 2000 hours service package. As per follow up information received on 06may2022, there was no patient involvement as the event was found during calibration. As per sample evaluation results received on 01jun2022, the device was primed to fill . During decontamination, the transducer had failed . The technical support installed a test transducer and pressure transducer was reading between -0.9psi and -4.0 psi with the circulation pump off. During decontamination, the circulation pump became weak, and noisy and test circulation pump was installed.